Manufacturer narrative:
Follow-up #1: date of submission 12/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/05/2015 with the following findings: the pump's black box data from date of the complaint had been overwritten due to continued use of the pump. The current black box data showed no evidence of short battery life. The display screen was dim and discolored. The pump case was cracked in the corner of the display area. The pump's current draws were within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.